Event description:
It was reported that a few weeks after implant, the right ventricular (rv) threshold was seen to rise. The lead was repositioned, and the threshold was seen to rise again. The rv lead was repositioned once more, with the same results. A exit block on the rv lead was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.